Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2014 with the following findings: the keypad was torn at the ok key. All of the buttons on the keypad were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the display screen was discolored and had a pinkish contrast. Also unrelated, the battery compartment was cracked at the case seal. The battery cap was not returned, so a test cap was used and was able to fully tighten to the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was torn, and okay button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.